Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is the legally binding equivalent of my handwritten signature.

Event description:
It was reported the subject device the wire on the device was cut or broke. This issue occurred during a therapuetic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with another device. There were no reports of patient harm.